Event description:
It was reported that the 9800 system had a low ma error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).